Event description:
It was reported that capture thresholds had increased and sensing thresholds decreased since implant. Dislodgement was suspected. The lead tested normal via an analyzer. After reconnection to the device, values wer e normal. A few days later, the thresholds had changed again. X-ray showed no movement. No further changes were noted in one week. The physician elected to continue monitoring the patient as long as thresholds remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.